Event description:
It was reported to boston scientific corp that an ultratome xl sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009 (B)(6). According to the complainant, after passing the cannula through the duodenal scope, the site attempted to apply tension to the cut wire to perform a sphincterotomy. However, due to a bend at the tome tip, the cut wire failed to bow. The procedure was completed with another ultratome xl sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) (won't bow). The device has been received for analysis. Upon completion of the failure analysis of the complainant device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).